Event description:
Per the clinic, the patient experienced infection at the incision site. Subsequently, the patient was hospitalized from (B)(6) 2024 to (B)(6) 2024 and was treated with IV antibiotics (date and duration not reported).